Manufacturer narrative:
On (B)(4) 2013, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications. Amo's clinical development manager (cdm) conducted an investigation on the possible cause of the dlk. Cdm determined that the possible causes were: new disposable canula. Statim 2000 autoclave. Tiles stored at ac unit. Only one technician supporting surgeries and sterilizing instruments. Usual eye drops/medications used during surgery: besivance, durezol, bromday, celluvisc, proparacaine. Also, zymaxid and mitomycin for photorefractive keratectomy (prk). Placeholder.

Event description:
Customer reported 4 cases of diffuse lamellar keratitis (dlk) who were treated on (B)(6) 2013. Patient had stage 2 dlk on patient's left eye. A lift and rinse was performed. On (B)(6) 2013, patient claims much improvement after flap lift and rinse. Visual acuity improved from 20/30 to 20/20 and patient was comfortable.

Manufacturer narrative:
Patient was prescribed a medrol dose pack and durezol. Dlk resolved in the left eye as of (B)(6) 2013. Placeholder.